Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. Further information revealed the patient lost a significant amount of weight. The physician explanted and replaced the patient¿s lead which was successful.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.